Manufacturer narrative:
A prescription form has been received from the surgeon. The date for the revision surgery is not yet known. An investigation is ongoing. We are awaiting the outcome of the revision surgery to complete the investigation. A supplemental report will be submitted on completion of the investigation.

Event description:
It was reported that the patient's tibial component is mal-rotated. Stanmore reference: (B)(4).